Event description:
It was reported that the "pump asked patient to change cartridge twice". There was no reported adverse impact to the customer's blood glucose level. No further information could be obtained.